Manufacturer narrative:
No product or images were returned to assist in the investigation. Each coda balloon is shipped with an instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in the application. The IFU provides details concerning balloon inflation and the inflation parameters. At this time, there is no indication that a design or process induced failure of the device resulted in the reported rupture. Pt anatomy (calcification, disease, etc.) And user technique likely contributed to the reported rupture. Inflation outside of the graft material may increase the risk of vessel rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A pt underwent aaa repair with another MFR's stents on (B)(6) 2010. Access vessel was narrow due to calcification. Final angiography revealed a proximal type I endoleak after another MFR's stents were placed. Ballooning with the coda balloon catheter was performed and angiography was performed again. It was confirmed proximal neck was ruptured. Aorta above renal artery was occluded with the coda balloon catheter and an add'l 26mm stent was placed over renal artery. Moreover, another 23mm stent was placed. Angiography revealed bleeding was resolved and it was confirmed vital signs were stable. The pt is fine.